Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. Date of event: unknown when soft tissue irritation began. This report is for unknown screw cortex/unknown lot number. (01) unknown part number(10) lot number unknown, UDI is unavailable. Implanted date: initial surgery was in (B)(6) of 2017 but actual day is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as part remains with the facility. (510k): unknown, as specific part and lot numbers for screw is not provided patient code used to capture: medical device hardware removal was performed due to soft tissue irritation. A review of the device history records has been requested and is currently pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 that hardware removal was performed due to soft tissue irritation. One 3.5mm lcp t-plate 4h head/4h shaft/56mm-right angle, one 2.7mm/3.5mm lcp lateral distal fibula plate 3h/right/73mm, eight 3.5mm cortex screws, one 3.5mm locking screw, and four 2.7mm locking screws were removed. Initial surgery was in (B)(6) of 2017 but actual day is unknown. All parts were removed without any issues and intact. Removal surgery was completed successfully without any new implantation and patient status was satisfactory. This complaint involves 5 parts. This report is 3 of 5 for (B)(4).